Event description:
It was reported that during an implant procedure, the patient was moving vigorously on the bed and had to be stabilized. The patient began to desaturate and had to be flipped over to get access to airway. Chest compressions were also performed to stabilize heart rate. The procedure was aborted, and patient was rushed to the hospital. It was noted that the patient was sedated prior to the procedure being cancelled. The leads used in the procedure will not be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7074402.